Event description:
It was reported that the procedure was to treat a totally occluded 50 mm long lesion in the right coronary artery, with moderate tortuosity and heavy calcification. After performing pre-dilatation, a non-abbott stent was implanted. As the stent was not fully expanded, the 4.0 x 15 mm trek rx balloon catheter was used for post-dilatation. The trek rx balloon was inflated slightly, but the pressure would not increase any further. The device was removed from the anatomy and a rupture was confirmed. The implanted stent was further dilated with a 4.0 x 15 mm trek nc balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion,gaiya1,gaiya2,xt-r; guide cath: hyperion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.